Event description:
Device malfunction: stent migration. Symptoms/ae: placement of an unplanned stent, vasospasm, hypotension. Time of ae: during and after the procedure. It was reported that during a right internal carotid artery stenting procedure, during stent delivery, the patient had en episode of asystole which was treated by removing the stent delivery system and administering atropine. During stent deployment, the stent migrated proximally resulting in malposition, requiring placement of a second unplanned stent overlapping the first stent. The lesion was postdilated with a non-abbott balloon and the patient became bradycardic and hypotensive. Treatment included atropine and dopamine drip. Additionally, after stent deployment, there was poor distal flow due to a vasospasm distal to the embolic protection device. Nitroglycerin intra-arterially was given and the spasm resolved. A follow-up angiogram showed excellent flow without embolization. One day postprocedure, the dopamine drip was discontinued and the patient was started on sudafed. Two days postprocedure, the bradycardia resolved and the patient was discharged to home with instructions to continue taking the sudafed until the follow-up visit. Although requested, there was no additional information provided.

Manufacturer narrative:
Study event. Evaluation summary: the stent remains in the patient. The lot number was provided. Asystole, bradycardia, hypotension and vasospasm are known possible adverse events associated with the use of carotid stents as stated in xact instructions for use. The xact instructions for use notes on techniques to ensure intended placement: "ensure that the hemostasis valve is tightened on the stabilizer, ensure that the portion of the catheter shaft that remains outside the sheath/guide catheter is straight and once the stent has made contact with the vessel wall, do not move the delivery system until the stent has been fully deployed." During the manufacturing process, the xact stent is 100% visually inspected. A review of the finished device lot history record did not reveal any non-conformities which could have contributed to this event.